Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4).manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 545 and 512 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 160 mg/dl. Customer stated she had been obtaining high results for about a week. At the time of the call the customer feels well and did not report any symptoms. Customer stated that when she had obtained the results of 545 and 512 mg/dl she had felt sick, that she felt nauseous in her stomach. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 199 mg/dl and 206 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/27/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): result 1:250mg/dl date: (B)(6) 2017 time:755am fasting; result 2:179mg/dl date: (B)(6) 2017 time:751pm fasting; result 3:170mg/dl date: (B)(6) 2017 time:556pm fasting; result 4:343mg/dl date: (B)(6) 2017 time:903pm fasting; result 5:396mg/dl date: (B)(6) 2017 time:10:04pm fasting.